Event description:
It was reported that this pacemaker system was exhibiting farfield oversensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.